Event description:
It was initially reported by the surgeon that he was replacing the pt's lead due to high lead impedance reported. Later, the surgeon's office indicated that the mother had reported to the neurologist that the pt was experiencing some pain and swallowing difficulties when the pt turned his neck to the left. The pt was also reporting an increase in seizures at that time. Diagnostics were performed, which showed high lead impedance, so it was at this time, the pt was referred to the surgeon. The pt's mother had indicated that the pt was wrestling with a friend, but it was unclear if this was the specific cause for the high lead impedance. The pt then saw the surgeon on (B)(6) 2010 who confirmed the high lead impedance, but no specific dcdc-value was noted. The explanted lead portions were not returned to the MFR for analysis. The explanted pulse generator was returned, which showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Programming history reviewed from MFR's programming history database which showed last known diagnostics performed on (B)(6) 2008, which were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected.